Event description:
It was reported that the patient underwent arthroscopic surgery on (B)(6) 2015 due to shoulder instability. When the surgeon introduced the pin into the glenohumeral joint via the labrum, the handle fractured in half, which disassembled the system. The surgeon finished the procedure using another pin which necessitated creating a new hole in the labrum. The patient did not retain a foreign body.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to excessive force and/or design.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "correct handling of instruments is extremely important. Most instruments are not intended to be modified, notched, bent, etc. As notches, scratches or other damage and/or wear in the instrument occurring during surgery may contribute to breakage or affect the performance of the instrument. The nitinol wire is meant to be pliable during use." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.